Manufacturer narrative:
Product code/common name: qan.

Event description:
According to the initial reporter: a (B)(6) male patient underwent a revascularization of a femoral venous lesion in which the zilver vena venous self-expanding stent, g57449, was used. The physician deployed the stent, then saw via fluoroscopy that 2-3cm lengthwise in the middle portion of the stent was twisted. Attempt to dilate with a 14mm balloon. The balloon got caught on the stent and popped and was stuck on stent. Approximately after ninety minutes of trying the physician was able to get the balloon out. Physician then deployed a 14mm cordis stent inside of the zilver stent and post dilated but was able to only dilate stent lumen open to 8mm of the intended 14mm. The patient did well and physician determined this was enough flow through the stent to satisfactory and will continue to monitor for the next several months.